Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing was observed via merlin.net. There was no call to patient from clinic, and no symptom data available. A waveform signal that was undersensed by the device was noted. Programming changes isometrics testing and deep coughing to confirm oversensing were suggested. On (B)(6) 2018 the patient presented to the clinic where programming changes were made. Patient status before during and after changes, was good. It was also noted that the device was implanted into the breast area.